Event description:
This catheter was being utilized for a diagnostic cardiology procedure when a dissection of the right coronary artery occurred. The pt rec'd medical/surgical intervention. The director of cardiac services at the facility reviewed the films and does not believe that the event was caused by the device. The device will not be returned for evaluation.